Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced a lack of efficacy. Subject seen in clinic on (B)(6) 2025 for yearly visit and reported that their retention and urinary urgency incontinence symptoms have returned to baseline prior to device being placed. The subject also reports they ed to "turn it way up" in order to temporarily feel stimulation. On (B)(6) 2025, the entire device was explanted and replaced. This was possibly related to device or therapy and not related to the implant procedure. Not due to programming specify final programming date and time for most recent interrogation prior to event: on 16-jul-2018. Resolved without sequelae (B)(6) 2025

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.